Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display as a result of a broken solder joint on the interface board.

Event description:
The customer reported that the insulin pump had a blank display. The blood glucose reading at time of the call was 357 mg/dl. Troubleshooting was performed. The customer stated that he woke up and the display was blank. The battery was changed and the buttons were not responding. The customer stated that he fell into pool with the device on two weeks ago, but the insulin pump was functioning at the time. No further info provided.